Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The elevated bg was addressed by changing out pump supplies then a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.